Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -05.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient felt depressed and uncomfortable after the operation. The patient asked for the lens to be removed and did not want another lens implanted. The cause of the event was patient related factor. Additional information has been requested but none has been forthcoming.